Event description:
It was reported that the patient received inappropriate therapy due to noise while chasing his dog around the yard. Noise was confirmed via review of (B)(4) transmission. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.